Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm and a cartridge alarm 1 occurred. The customer's blood glucose level was 180 mg/dl. During a system check performed with tandem technical support, the cartridge was identified as a possible cause of the occlusion. The customer changed out the cartridge and infusion set and delivered a bolus.